Event description:
The reporter stated that the user could not zero the catheter, and when implanted, it showed readings of negative 263 mm. It was thought that there may be loose pieces within the catheter. The catheter was revised and worked properly until the pt passed away. The pt had a diagnosis of subdural hematoma following a fall. The cause of death was not related to the defective catheter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.